Manufacturer narrative:
Product analysis summary: the compression system and the sleeve were returned and analyzed. The compression system was tested with a test sleeve and functioned with no alarms. The sleeve were tested and the compressor system would not reach the desired pressure. The vent holes were measured using pin gauge and the sleeves were found to be within current specification. The sleeves were inflated and submerged in water. No leaks were detected around the seams of the sleeves, but air was observed at the vent holes on the sleeve.

Event description:
It was reported that during multiple uses, the alarm system would continually sound off. It was noted that this has occured during surgeries and the compression system or sleeves cannot be replaced. The surgeries were continued without therapy. No patient complications have been reported as a result of this event.